Manufacturer narrative:
The exact date the patient was hospitalized is unknown, however, it is known that the patient was in the hospital on (B)(6) 2017 when the pd nurse at the hospital reported a drain complication. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the clogged port (which is not a fresenius product) and the liberty cycler or liberty cycler set. Additionally, there are no allegations of a malfunction against any fresenius product. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87215) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse at a hospital reported that the cycler had a drain complication message during drain 0 on (B)(6) 2017. A new cycler was used and the drain complication message recurred, so the nurse had to flush the port. The patient had been in the hospital sometime in early (B)(6) for peritonitis and surgery on the drain port in response to the peritonitis. During the surgery, the doctor found fibrin clogging the patient¿s port. The patient has since been discharged from the hospital, but the exact date was unknown. The patient has been able to continue pd therapy with her cycler with no adverse reactions or injury. The patient has not missed any treatments. No further information has been made available at this time.